Event description:
It was reported that usb port was damaged and made it difficult to plug in charger. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up contact, and no additional information was received regarding the outcome of event or any actions taken.